Event description:
A dentist reported that a pat received a burn on the inside of their cheek during the use of a 25cha handpiece. It was reported that the burned area appeared white in color. The pt was administered antibiotics (route and dose unknown) and an unknown ointment was applied to the burn. It was reported that the pt has since recovered. Additional information received revealed that the dr had used the handpiece to retract the pt's cheek while drilling.